Manufacturer narrative:
The device was manufactured (B)(6) 2016. The device was returned containing approximately 20 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device still had an unknown volume of residual fluid remaining after 72 hours. The expected delivery time was 46 hours. The device was filled with 5fu and saline, total volume unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.